Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement resistance was met with the heavily calcified and 85% stenosed anatomy resulting in the reported difficult to advance. Interaction with the heavily calcified and 85% stenosed anatomy resulted in compromising the stent such that during inflation resulted in the reported stent dislodgement. The treatment appears to be related to the operational context of the procedure as a new 2.75x23mm xience xpedition stent was implanted to embed the dislodged stent and to treat the target lesion. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a heavily calcified mid left anterior descending artery that was 85% stenosed. The 2.75x23mmmm xience xpedition stent delivery system advanced to the target lesion with a slight resistance due to the high calcification. During inflation, the stent dislodged over the target lesion and was hanging in the lumen. A new 2.75x23mm xience xpedition stent was implanted to embed the dislodged stent and to treat the target lesion. There was no adverse patient sequela reported. No additional information was provided.